Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection with sepsis. The leads were extracted due to vegetation growth and (B)(6). The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.